Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary leakage. Not as much when he is lying down at night to sleep. The device remains implanted. No further patient complications were reported.